Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The returned device comprised of a pressure regulating balloon, occlusive cuff and a control pump. Visual inspection of the cuff found a pinhole leak in the cuff pillow proximal to the cuff edge. This damage was consistent with wear at the corner of a fold. Inspection of the balloon and pump found no other defects. The cuff defect is the most likely cause of the reported issue. Therefore, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient experienced urinary incontinence due to his artificial urinary sphincter (aus) stopped working. The doctor troubleshooted the device but the attempts did not work. Upon removal, two holes were identified in the cuff, this caused fluid leak. All components were removed and replaced. A full recovery is expected for the patient. Product analysis confirmed the reported allegation of fluid leak in the cuff.

Event description:
It was reported that the patient experienced urinary incontinence due to his artificial urinary sphincter (aus) stopped working. The doctor troubleshooted the device but the attempts did not work. Upon removal, two holes were identified in the cuff, this caused fluid leak. All components were removed and replaced. A full recovery is expected for the patient.